Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer tubing overlay was melted, and the outer insulation exhibited a cosmetic depression. There was a tip seal observation and the lead exhibited apparent explant damage. The analyst noted a large amount of dried blood in the distal conductor preventing torque transfer when the is-1 pin was rotated.